Event description:
It was reported that the proximate puls px skin stapler is "misfiring, getting clogged, and is coming back to the facility with less staples." There were no adverse consequences reported for this event.

Manufacturer narrative:
The complaint device was note returned to stryker sustainability solutions (sss) for an evaluation. As there was no device returned, device inspection could not be performed. The complaint was not confirmed for the reported failure mode. The root cause of the failure mode is unknown; however, possible root causes may be linked to the following: mishandling prior/subsequent to distribution from stryker, processing error, received to stryker in non-working condition and/or an om defect. Since the reported complaint device was not returned for investigation none of the above potential root causes may be excluded. This report was filed due to a history of injury associated with the reported issue. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the proximate puls px skin stapler is "misfiring, getting clogged, and is coming back to the facility with less staples." There were no adverse consequences reported for this event.

Manufacturer narrative:
An evaluation has not yet been completed for this event. A supplemental report will be submitted once the investigation is complete.